Manufacturer narrative:
The device has not been received for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the prime helix coil was prepared according to the instructions for use (IFU) and delivered into the treating location. The coil was then detached with the instant detacher. However, when attempting to retrieve the pushwire the coil followed. The coil was re-delivered into the aneurysm with the pushwire, and again attempted to be detach by breaking the break indicator and pulling the release wire. However, the coil was still attached to the pushwire, when the pushwire was retrieved. The coil was then redelivered into the aneurysm again, and this time (slightly over the second marker) the device was attempted to be detached. However, the coil failed to detach. The coil and the pushwire were removed. A new coil was used to treat the patient. No patient injury occurred. The anatomy was severely tortuous and small in diameter. Two attempts were made with the instant detacher. The instant detacher was able to detach additional coils.

Manufacturer narrative:
The axium prime coil was returned for evaluation without the instant detacher, but with the implant coil still attached. The axium prime pushwire was found to be bent in the proximal end. The tack weld replacement (twr) crimp was found to be intact. The pushwire was found to be broken into two segments but retained together by the release wire distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was found located against the lumen stop and with the coil shield present. The implant coil was found to be damaged and stretched with the polypropylene filament intact. Due the multiple bends in the pushwire, detachment could not be attempted with an in-house instant detacher. During evaluation, the outer jacket was removed, and the release wire was pulled back (without difficulty) successfully detaching the implant coil. The coin was measured and was within specifications. The inner diameter of the lumen stop and the retainer ring were found visually acceptable. The lumen stop inner diame ter (ID) was measured to be within specification. The retainer ring inner diameter (ID) was measured and found to be within specification. The detachment stick was removed from the implant coil for evaluation. The detachment stick (element) was found to be in good condition and the detachment ball was found to be within specifications. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the analysis findings and the reported event details, the report of ¿non-detachment¿ was confirmed. The axium prime coil was returned with the implant coil still attached. The cause for the ¿non-detachment¿ could not be determined; however, it is possible that the reported severe vessel tortuosity may have contributed to difficulty during detachment. It is possible that the pushwire became bent during delivery through the tortuous anatomy subsequently prohibiting or restricting the release wire from being pulled back. This restriction may have also contributed to the tack weld replacement crimp remaining intact following attempts to detach the coil with the instant detacher. No difficulty was encountered pulling the release-wire back distal to the bends in the pushwire, and the implant coil was successfully detached once the release wire was pulled back from the lumen stop. In addition, it is possible that the implant coil became damaged and stretched due to the reported tortuosity. The break in the pushwire was likely due to the attempts at manual detachment (via hypotube). All coils are 100% inspected for damages and irregularities during manufacture. Per our instructions for use (IFU): "advance and retract axium prime detachable coils slowly and smoothly, e specially in tortuous anatomy. Remove the coil if unusual friction or ¿scratching¿ is noted. If friction is noted in a second coil, carefully examine both the coil and the catheter for possible damage such as catheter shaft buckling or kinking, or an improperly fused joint. If delivery pusher buckling or kinking is noted, grasp the distal most portion of the delivery pusher, distal to the kink, buckle or break and remove from micro catheter. Due to the delicate nature of the axium prime detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration. Damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the prime helix 2*3 was prepared according to the instructions for use and delivered into the treating location. The coil was then detached with the instant detacher. However, when attempting to retrieve the pushwire the coil followed. The coil was re-delivered into the aneurysm with the pushwire, and again then the doctor attempted to detach the coil by breaking the break indicator and pulling the release wire. However, the coil along was retrieved when the pushwire was attempted to be retrieved. The doctor delivered the coil into the aneurysm once again, and this time he slightly went over the second marker, the reverse t marker, and tried to retrieve the push wire after getting the push wire out of the microcatheter tip only a little, but the coil still came along. The coil and the pushwire were removed. A new coil was used to teat the patient. No patient injury occurred. The surgical time was extended by less than 30 min. The anatomy was severely tortuous and small in diameter. Two attempts were made with the instant detacher. The instant detacher was able to detach additional coils. Ancillary device - sl10 st.